Manufacturer narrative:
Pump passed the self test. The test guardian link with the glucose sensor simulator communicates properly to the pump. No device not found, lost sensor alarm during testing. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, stained keypad overlay, cracked case (battery tube), label damage. In conclusion, the customer alleged the pump having trouble communication sensor simulator, device not found not confirmed. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged and had a crack. The customer experienced a loss of communication between the pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040ma, mmt-1884l. Troubleshooting was performed for the physical damage and the customer also reported the crack near the battery tube side. Additionally, the customer mentioned that the damage was affecting the pump's functionality. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The transmitter in use was in warranty and the further troubleshooting was declined. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-7040ma. The customer will discontinue the use of the device. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.